Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
It was reported that a superficial wound developed under the adhesive portion of the dressing.